Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent small bowel resection and lysis of adhesions on (B)(6) 2018 during which the surgeon noted ¿upon visualizing the previously placed mesh, she could clearly see the small bowel obstruction was caused from the loop of small bowel adherent to the mesh and it had volvulized around itself.¿ it was reported that the patient experienced severe pain, adhesions, bowel obstruction, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 1/14/2021.